Event description:
It was reported that a skin reaction with an infection occurred. The sensor was inserted into the arm on (B)(6) 2024. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness around the sensor patch perimeter and decided to remove the sensor. Three days later, he developed a pimple at the needle puncture site and the redness and swelling extended beyond the patch footprint perimeter. On (B)(6) 2024, the patient consulted a physician who diagnosed the patient with an infection and prescribed an oral antibiotic medication (amoxicillin, unspecified dosage). At the time of the report, the patient felt fine. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).